Manufacturer narrative:
Fresenius kabi market unit clarified after initial MDR submission that there was no rise in bp reported in the patient as a result of the reported complaint.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to the fresenius kabi market unit despite several requests from the local team therefore nothing could allow us to go further with this investigation. The root cause of the reported event remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Patient received 2 units of prbcs overnight, each over 4 hours. Second unit was running when writer came on shift. Upon checking blood bag near end of infusion time, noted that approximately 150 ml of blood still in blood bag. Infusion stopped, as blood expired, and remainder of unit wasted. Dr. Made aware. Pt feels well and has no symptoms of transfusion reaction. Infusion pump programmed appropriately to run at 68 ml/h and infuse 270 ml (unit of blood 272 ml). Pump failed to infuse blood at correct rate. Blood bank informed, remainder of unit returned to lab. Reporting as a conservative measure due to the referenced issues. No serious injuries as a result of the rise in bp were reported. More information is needed to complete the investigation.